Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported complaint was not confirmed; there were no damages or anomalies observed. In attempts to replicate clinical experience the safety mechanism was disengaged then the needle pro was attached to the returned syringe. Visual and functional testing was performed. The complaint of detachment cannot be replicated or confirmed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the needle was screwed on the syringe, and when pushing saline into the vaccine, the needle shot off of the syringe. There was no patient involvement, and no patient harm was reported.